Event description:
It was reported that the right atrial lead exhibited loss of sensing, atrial capture, and oversensing. An x-ray was performed, and it was discovered that the lead dislodged. The lead was explanted and replaced. The patient was stable prior to, during and after the procedure.

Manufacturer narrative:
The reported events were lead dislodgement, loss of sensing, unspecified over sensing, and loss of capture. As received, a complete lead was returned in one piece with helix retracted and clogged with blood. After cutting the lead, cleaning the distal portion and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length was measured within product specification. The reported events of loss of sensing, unspecified over sensing, and loss of capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead found no anomalies.